Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Thread is crumbled in the new package, directly after opening.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 2 open pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. Received two open samples. Thread in one of the open samples is broken in pieces. Checked carefully the aluminium foil of this sample and noticed that there is a hole in the aluminium foil. The thread has been degraded by hydrolysis along time. The other open sample received is correct, there is no defect found in the aluminum pack and the thread does not break. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Taking into account that no other customer complaints have been received for this code batch regarding this issue, it is considered that this is an isolated and accidental unit, the rest of the batch is correct. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Corrective/preventive actions: an improvement project will be opened in order to avoid this kind of incident in the future.